Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads-MRI, upn: m365sc2408560, model: sc-2408-56, serial: (B)(6), batch: 19604684/19604684, UDI: (B)(4), UDI: (B)(4).

Event description:
It was reported that the patient was experiencing pain when using the spinal cord stimulator (scs) and was also having difficulty charging the implantable pulse generator (ipg). It was noted that the left lead had high impedances and the patient had inadequate pain relief. Program optimization was attempted and was not successful. The patient underwent an scs system replacement procedure.